Event description:
It was reported that device seal compromised have occurred. The 60% stenosed, moderately tortuous and non calcified target lesion was located in the mid left anterior descending(lad) artery. A 38 x 3.50mm taxus¿ liberté¿ long drug-eluting stent was selected to treat the target lesion. However, during preparation, the physician noted that the device box was damaged and its seal was broken. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that device seal compromised have occurred. The 60% stenosed, moderately tortuous and non calcified target lesion was located in the mid left anterior descending(lad) artery. A 38 x 3.50mm taxus¿ liberté¿ long drug-eluting stent was selected to treat the target lesion. However, during preparation, the physician noted that the device box was damaged and its seal was broken. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was received fully packaged; the carton showed no signs of damage. The tear tab closure strip was not compromised and the carton label was correctly applied. All label information was fully legible and accurate. The relevant distribution centers have procedures and processes in place to identify and control any damaged product regarding shipping damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).